Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34dsh: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedances on the new ins and lead was not determined. When asked what steps were taken to resolve the issue they stated that they ran impedances twice before having the healthcare provider (hcp) disconnect the lead form the battery and wipe it off with a fresh raytec gauze, reinserted the lead into the ins. Impedances were ran a third time and still failed, so they removed overhead lighting, placed the communicator more firmly over the ins that was in the pocket, and called tech services. They noted that the issue had not yet been resolved and they planned on see the patient on (B)(6) 2025 to run an updated impedance.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34dsh product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the impedances still failed on all 4 and that no further information was gathered on the potential cause of the high impedances. When asked about steps taken to resolve the issue they stated that none were taken as the patient stated they were happy with their therapy improvement and could feel stimulation. The issue had not been resolved, but as of now the patient is happy with their results.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the rep called today in a case reporting they saw high impedances. The agent reviewed trying a new ins, if results do not change, then consider lead replacement. The caller called back again and stated they've replaced the lead and ins and still had impedance issues. The caller stated that all of contact 0 was showing 4k ohms even with healthcare provider (hcp) having wiped the lead off. The agent reviewed possibility of temporary high impedances given they were seeing the same issue with all new components. The agent suggested running stim for a few minutes to see if impedances decrease at all. In an email response the rep indicated that after speaking with it, the rep was directed to change out the ins. They switched out the lead and the battery and impedance failed on a brand-new ins and lead. The rep noted they were then directed by tech services a second time that it should clear once it was ran on a program for thirty minutes or more. They stated they officially implanted the second one with still failed impedances on all four electrodes. Actions taken after call included the physician closing up the patient and the patient was set on program 3 at 0.5ma. Follow up visit is set for (B)(6) 2025 and impedance will be rechecked at follow up. This issue was not resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va34dsh); product type: 0200-lead; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.